Manufacturer narrative:
Findings: unit received with no traces of moisture at keypad traces, electronic assemblies or motor assemblies per visual inspection. Unit received with minor scratches on lcd window. Unit received with cracked case at reservoir tube window corners. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown mg/dl. The customer stated that the device was exposed to pool water. Customer reported that he fell in the pool. The customer stated the pump display went blank immediately after exposure to moisture. The customer was advised to discontinue use of the device and revert to a backup plan and the device would be replaced.